Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 92 mg/dl and the sensor glucose was 45 mg/dl at the time of the incident. Sensor glucose and blood glucose difference was 47 mg/dl from 45 mg/dl to 54 mg/dl. The sensor glucose was 286 mg/dl and after checking it was 120 mg/dl and last night it was over 400 mg/dl, after taking food it was about 205 mg/dl to 207 mg/dl. The blood glucose was at 170 mg/dl and sensor glucose was 46 mg/dl. Troubleshooting was done and customer stated that their blood glucose and sensor glucose levels were not in acceptable range. Sensor glucose was lower than blood glucose. Insulin delivery was suspended due to sensor glucose values. Sensor glucose value that triggered the suspend event was 54 mg/dl. Suspend on low limit in sensor settings was 60 mg/dl. Customer did not receive a change sensor alert after a calibration error. The device will be returned for analysis.